Event description:
It was reported by a customer in the USA that, during patient use of a 7sct tracheostomy tube, it was observed that the connector of the device was not tapered to allow placing the speaking valve. The unit was removed and a new tapered one was placed in the patient, who tolerated the exchange without incidents. The faulty device was discarded by the customer. There was no reported patient injury.

Manufacturer narrative:
(B)(4).